Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the implantable cardioverter defibrillator (ICD) exhibited battery performance alert. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on (B)(6) 2017